Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.

Manufacturer narrative:
This device is used for treatment, not diagnosis. (B)(4). Lot #: a total of 6 locking caps were returned for evaluation. Of the 6 locking caps, only 2 were identified as complaint devices. It is unknown as to which 2 locking caps and the associated lot numbers were involved in the complaint event, therefore a list of the lot numbers are being reported. Lot numbers: 7056686 (quantity of 2); 7055888 (quantity of 2); 7026573 (quantity of 1); 7049970 (quantity of 1). A review of the device history records has been requested.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: doctor used matrix material for l4-s1 and t-pal for l5-s1. Immediately post-op everything was normal, and patient was recovering normally on (B)(6) 2013. On an unknown date, the patient started to complain about increasing back pain. During a new control on (B)(6) 2013, they saw that the heads are loosened from the screws on level l4. Revision planned for (B)(6) 2013. Patient did not do anything special, no fall or other accident. Two screw heads were separated from the shaft. This is report 3 of 6 for complaint (B)(4).

Manufacturer narrative:
Review of the dhrs for lot #7056686 showed there were no issues during the manufacture that would contribute to this complaint condition. Invalid disposition. Review of the dhrs for lot #7026573 showed there were no issues during the manufacture that would contribute to this complaint condition. Invalid disposition. Review of the dhrs for lot #7056686 showed there were no issues during the manufacture that would contribute to this complaint condition. Invalid disposition. Lot #7056686 was manufactured on 10-11-2012, lot #7026573 was manufactured on 9-5-2012, and lot #7056686 was manufactured on 10-11-2012.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The report indicates for the first evaluated screw, the matrix locking screw was received assembled with noticeable flattening on first four teeth one side only of saddle. All described nonconformities are post manufacturing. Raw material cannot be analyzed because there is not adequate surface area, but was confirmed as correct in DHR review. The loose condition could result from polyaxial screw head not being in alignment with rod during final tightening thus allowing rod to slide and locking screw to loosen, indicated by flattening of teeth on one side only on saddle. Measurements that could be taken were found to meet specification. For the second evaluated screw, it was reported the matrix locking screw was received assembled with noticeable flattening and rounding on first four teeth one side only of saddle. There are also nicks and scratches on the sd25 face and major diameter. All described nonconformities are post manufacturing. Raw material cannot be analyzed because there is not adequate surface area, but was confirmed as correct in DHR review. Measurements that could be taken were found to meet specification.